Event description:
It was reported that a brown piece of foreign matter was found adhered to the plunger of the bd luer-lok¿ tip syringe after mixing medication for a customer. The following information was provided by the initial reporter: "called to report an approx 2 mm brown piece of foreign matter stuck to the black plunger of the syringe. She had used it to mix a medication for the customer."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 03may2023 h6: investigation summary it was reported there was a brown piece of foreign matter on the syringe plunger. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe rubber stopper has foreign matter that makes it appear unclean. No other defects or imperfections were observed. This defect could occur if there was an issue with the syringe rubber stopper molding process. The stopper was sent to the stopper vendor for additional analysis and confirmed a manufacturing process defect. A device history record review was completed for provided material number 302832, lot 2298230. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that a brown piece of foreign matter was found adhered to the plunger of the bd luer-lok¿ tip syringe after mixing medication for a customer. The following information was provided by the initial reporter: "called to report an approx 2 mm brown piece of foreign matter stuck to the black plunger of the syringe. She had used it to mix a medication for the customer".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.